Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to start up. Upon troubleshooting fse found that the monitor remained black; the led on the pdu controller module did not light up; and the pdu control module was faulty. To resolve the issue, fse replaced pdu control module and updated the software. The defective component was returned to philips for analysis and found that the controller was completely dead. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.